Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver tip was not returned for analysis. An optical image of the fractured surface reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fractured tip underwent a torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the tip fracture of the set screw inserter cannot be determined. However, the fracture analysis reveals that the tip underwent torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: surgery to assess fusion. Surgeon elected to replace posterior hardware (unilateral l4-s1 viper x-tabs). He placed a new 9x40 viper corticalfix fenestrated screw at s1, which was too loose. He replaced that with a 10x40 viper corticalfix fenestrated and felt better purchase. He elected to use the 9x40 corticalfix on the opposite side at s1. After preparing the pedicle by cannulation and tapping to 8mm, he began to implant the 9x40 screw. Halfway down, the tip of the screwdriver snapped off, in the head of the screw. He attempted to remove it, and tried impacting a second screwdriver into the head. He then placed a 5.5x35 rod into the head and placed a set screw, to ¿helicopter¿ the stuck screw out. No luck. He replaced that set screw and tried again, no luck. He eventually had to remove some bone around the screw and turn the screw out with a vice grip. He then tried a 7.5x40 expedium screw, which didn¿t have enough length to gain purchase after the bone removal. A 7.5x45 was placed, and the construct was solid. Patient consequence? :yes. Patient consequence description: added time to surgery. Action taken for procedure:screw removal and replacement added an additional 45 minutes to the surgery. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.